Event description:
A trilogy 100 ventilator was returned to the manufacturer for recertification. There was no allegation of patient harm. The device was not reported to be in patient use. As part of routine preventive maintenance during recertification, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The enclosure feet were missing; therefore, they were replaced. During functional testing at the manufacturer's service center, the device failed a significant event log repair test. Review of the error log confirmed a ¿ventilator service required¿ error code was identified indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity. This condition indicates the battery life has declined due to use. The alarm is designed to notify the user that battery life has declined and service is required. An informational ¿ventilator service required¿ error code was also observed, indicating that one or more ¿ventilator service required¿ errors were active in the system. The internal battery requires replacement to address the condition. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of battery life has declined due to use is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.